Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The event occurred in the us. It was reported that the battery died during patient transport on the rotaflow console. While transporting patient from virginia hospital center, arlington, virginia, to medstar washington hospital center, dc, the unit shut down while in the ambulance. Unit was plugged in to ac outlet in the ambulance when it shut down. Users recycled the power and continued treatment on console until arrival to hospital center, dc. No indication of actual or potential for harm or death has been reported. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the technician was unable to confirm the reported failure. The unit was running for about 1.5 hours on battery without issue. The battery pack with fuse with article number 701017188 was replaced as part of the preventive maintenance at the 2 year interval. Unit calibrated and passed all functional and safety tests per factory specifications and returned to customer and cleared for clinical. As the rotaflow console (rfc) was used outside of the hospital (transferred a patient from virginia hospital center, arlington, virginia, to medstar washington hospital center, dc in the ambulance) it does not correspond to the intended use. Based on this the most probable root cause could be determined as a user error. The rotaflow console is not designed for transport in an ambulance. Based on the investigation results the reported failure "battery died during transport" could be confirmed. But no product related malfunction could be found. A device history review (DHR) was performed on 2021-08-24 and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The device was produced in 2019-12-01. In order to avoid reoccurrence of the reported failure "battery died during transport" the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13. Chapter 2.1.4 the rotaflow system is intended for use within clinical institutions. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the battery died during patient transport on the rotaflow console. No more information provided. No indication of actual or potential for harm or death has been reported. (B)(4).